Event description:
Pt 1 yr s/p previous surgery for severe abscess. Now with non-healing chronic ulcer. X-rays reveal evidence of osteomyelitis. Need for long term antibiotics. Broken line removed by home health rn. Replaced in radiology.